Manufacturer narrative:
The tech found the linkage was loose. He adjusted the linkage and tightened the locking nut to repair the bed.

Event description:
Info rec'd indicates the emergency trendelenburg function is not working.